Manufacturer narrative:
Co's analysis shows that one of the high voltage capacitors arced from the anode pin to its case. Co believes that a leakage of electrolyte provided a low impedance path from the anode to the case of the capacitor. The arcing occurred when the capacitor began to charge. The extended charge time was a result of the capacitor damage.

Event description:
After device implanted, the device malfunction and would not charge for defibrillation requirement. Pt externally defibrillated. Wound opened, device replaced immediately without complication. A vf was induced during an attempted implant. The ICD detected the arrhythmia and appeared to charge but delivered no therapy. External rescue was required. Subsequent interrogation of the ICD showed an aborted charge of 600 volts. More than one capacitor maintenance charge was performed. None of the resulting charges was over 155 volts.